Event description:
It was reported that during the implant procedure, the patient's lead became twisted upon introduction of the stylet. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead twisted during the procedure was confirmed. As received, a complete lead was returned in one piece. Final analysis found cause of the issue was an over torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.